Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during a scheduled retrieval of the vena cava filter, a detached limb was discovered. The detached limb was retrieve successfully; however the filter remains implanted. A secondary filter retrieval attempt will be performed. There was no reported patient injury.